Event description:
A customer called to report having high bg in the 400's after a few hours of use, even after initiating correction boluses. He had noticed some clicking noises during filling the pod with insulin. The caller did not have the pdm to give exact bg values and stated that no blood was noted in the cannula. Stated that there may have been a small kink on cannula. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.